Event description:
It was reported that the patient presented in the clinic for a follow-up check. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was stable.